Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. In addition, there were no vessel injuries caused by the zoll catheter. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
An average-sized, (B)(6) year old female patient was hospitalized for a stroke. Patient has patent foramen ovale (pfo) but does not have a known history of hypertension. No infections were noted. Patient was also positive for methamphetamines. Blood coagulopathy results prior to initiation of ivtm therapy are not available. The reason for therapeutic ivtm was for fever management with maintenance of normothermia. The thermogard console was set to a target temperature of 36.5 degrees celsius. Patient's temperature prior to ivtm therapy is unknown. The room temperature at the time was average (exact temperature is unknown). A zoll cool line catheter was inserted into the right femoral vein by an experienced physician on (B)(6) 2014. Catheter insertion was smooth. There was no separate catheter used for the central line. On (B)(6) 2014, the initial catheter was removed and a second cool line catheter was inserted into the right subclavian for continued fever management. On (B)(6) 2014, a non-occlusive thrombus was noted in the right common femoral artery (cfa) 3 days after initial catheter removal. The thrombus was discovered via ultrasound. A coagulation work up was performed after the thrombus was discovered and found no issues. It is unknown if the patient was at a high risk for dvt. Patient was not treated for the thrombus because the physician determined that treatment was not necessary. An inferior vena cava (ivc) filter was placed on (B)(6) 2014 for thrombus protection. Patient was discharged to another facility for continued management of deficit from the stroke. Patient's treatment was consistent with a stroke protocol. No other adjunct procedures were performed on the patient. There were no known vessel injuries caused by the zoll catheter(s). It is unknown if the reported thrombus is attributable to the zoll device(s).